Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test were performed and failed due to the receiver not powering on, even with a good known battery. Functional tests were not performed due to the receiver not powering on. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver not powering on, even with a good known battery.the allegation was undetermined. The probable cause was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device availability additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: adverse event problem additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.